Event description:
Three (3) days post hernia procedure performed in 2006, the patient was removing the catheter at home and the catheter broke during removal. The doctor indicated that the segment remaining is less than one (1) inch in length. The patient elected not to have the segment removed. To date, the patient has had no complications.

Manufacturer narrative:
For evaluation and investigation, we received one device (100ml vol, 2 ml/hr0 with two catheters. The visual inspection showed that one catheter was not broken as it was not used in the patient. The other catheter broke off approximately 2.75 inches from the distal end. We did not receive the broken piece. We measured the received piece (proximal side) and found approximately 24 inches. Visual examination showed that the broken side of the catheter was overstretched. The technical drawing of this catheter shows that the total length of the catheter is 24+1.0 inches. We calculated the total length of the catheter involved in this incident and found to be 26.75 (24.0+2.75) inches, which also confirmed that the catheter was overstretched. The device directions for use 9dfu0 states that; "if resistance is encountered or the catheter stretches, stop. Continued pulling could break the catheter. It is advisable to wait 30-60 minutes and try again. The patient's body movements may relieve the catheter to allow easier removal" "do not cut or forcefully remove the catheter" "do not apply additional tension if the catheter begins to stretch" additionally, we tested for (4) retain catheters from the same catheter sub lot (552758) involved in this incident. The tensile strength of the "mid-body" and "infusion" segment was tested, and the results were found to be within acceptable limits. In addition, areview of complaint history showed that this is the only catheter break related from this lot. Based on the catheter evaluation and information stated in the dfu, the technique use during the removal of the catheter may have contributed to the reported incident.